Event description:
A consumer reported that four months following an intraocular lens (iol) implant procedure, she experienced floaters, glare and blurry vision at distance. She reported that her surgeon stated her symptoms were normal, would resolve and recommended artificial tears. The consumer reported the artificial tears have not helped. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).